Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The screw was returned for evaluation. Macroscopic and optical examination of the set screw revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, consistent with set screw misuse due to misalignment of the fas head and set screw threads.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t11- l2. It was reported that the set screw stripped while being tightened in the bone screw. The set screw and bone screw were removed and replaced. No patient complications were reported.